Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The screen is scratched and must be tilted to be seen properly. The issue originally began a year prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: there were multiple scratches found on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.